Event description:
It was reported that this right ventricular lead was surgically abandoned after noise was noted. No impedance or threshold issues were reported and no pacing inhibition of longer than two seconds was observed. A new lead was successfully implanted and no additional adverse patient effects were reported.